Manufacturer narrative:
Return of defective material to MFR for repair has been authorized (B)(4) but device/part has not yet been rec'd.

Event description:
Report sent to breas (B)(4). Device investigated by breas us distributor. The unit will not resolve the problem. The unit might have a bad psu. At this time, the device has not been returned to breas medical for investigation. Breas medical has requested add'l info.